Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that their pump "completely failed". The pump is currently out of warranty and customer is using multiple dose injections as back up therapy. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.